Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30107617 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2021-00077 for the first report. It was reported that a nasogastric (ng) tube was placed post-thrombectomy and was replaced upon arrival to neuro critical care due to non-patency. A kidney, ureter, and bladder x-ray (kub) was done to confirm placement of the new ng tube, which indicated left lung placement with possible small pneumothorax. An x-ray performed later indicated that the pneumothorax had worsened and the left lung was collapsed. Due to worsening co-morbidities (cerebral edema), the patient was placed in comfort care and no further intervention was done.